Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Patient sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. (B)(4). Occupation- rt. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that upon opening the destination package it was noticed that the tip of the dilator was broken. It was not involved with the patient. There was no patient injury, medical/surgical intervention required. Additional information was received on (B)(6) 2020. They opened a second (B)(4) to continue the procedure as intended. They finished the left groin access peripheral leg procedure and completed the case. The patient's condition was stable, at the time of procedure.

Manufacturer narrative:
This report is being submitted as follow up no. 2. This reported event has been deemed not reportable based off the investigation of the actual device; therefore, this event is currently deemed a nonreportable event.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9 and to update section h3. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.